Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected where it was observed that one of the splines was detached at the distal end of the array basket. Based on all the available information the allegation of the catheter array being damaged and difficulty in positioning/ withdrawing the catheter was confirmed. The most likely cause was determined to be an unintended use error caused or contributed to the event. This conclusion was reached as the spline likely tore away from the array collar due to excessive tensile force, this can occur when attempting to pull the orion catheter through a sheath without fully un-deploying the catheter's array.

Event description:
It was reported that during a procedure using an intellamap orion high resolution mapping catheter the physician experienced difficulty positioning the catheter near the right superior pulmonary vein (rspv), and the catheter was difficult to withdraw into the sheath. The catheter sheath was curved and the orion array was collapsed during the attempted retractions. Ultimately, they were able to bring the orion into the sheath. When the catheter was removed from the body, they found a spline was loose at the distal end of the array. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been returned for analysis.

Event description:
It was reported that during a procedure using an intellamap orion high resolution mapping catheter the physician experienced difficulty positioning the catheter near the right superior pulmonary vein (rspv), and the catheter was difficult to withdraw into the sheath. The catheter sheath was curved and the orion array was collapsed during the attempted retractions. Ultimately, they were able to bring the orion into the sheath. When the catheter was removed from the body, they found a spline was loose at the distal end of the array. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.